Event description:
This x-ray system stopped producing an x-ray in the middle of an angioplasty procedure. System had to be turned off and on to become operational again. The pt was not injured. The system has experienced this problem every two to four days.

Manufacturer narrative:
Eval method, results, and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.